Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of break in aseptic technique and peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy(dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On an unreported date, the patient was swimming in the pool which resulted in break in aseptic technique and caused peritonitis (onset date unknown). On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was not reported. Treatment was not reported. On contact, the nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.